Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was delayed in responding to presses and timed off sooner than expected. In addition, it was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 217 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.